Manufacturer narrative:
(B)(4). Advancer bypass toward tissue stop, jaws unable to open_open after assist. The analysis results of the (B)(4) found that it was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. During the activation of the trigger, the tip of the advancer slid toward the tissue stop causing the jaws to remain in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. The remaining clips were fed and properly formed and then, it locked out as intended but the orange indicator was visible at 15th firing sequence thus, it was not completely visible. This finding is not related to the event reported. It should be noted that an investigation has been initiated to address the potential root cause of the found advancer bypass issues. The final quality release criteria were met before this batch was released for distribution.

Event description:
It was reported that during an unknown procedure, the clips would advance, no clips could be delivered with the applier. Another device was used successfully to complete the procedure. There were no adverse consequences to the patient reported.